Event description:
It was reported "dr. Wanted an audible torque wrench ordered. He performed the primary surgery in (B)(6) 2010 and used a non-stryker torque wrench to implant the xia 3 system. One month later, the blocker was found to be floating and a revision surgery was performed. A xia 3 torque wrench was used in the revision surgery."

Manufacturer narrative:
Additional information has been requested and if made available, will be reported in a supplemental. Method, result and conclusion codes will be made available following engineering evaluation.